Event description:
This MDR is filed to give a response to the user facility report (ufr) (B)(4). In the ufr it was reported that: "the customer reported that a registered nurse (rn) placed the ventilator into the 100% o2 suction mode. While suctioning the pt using an inline ballard suction catheter, the medical doctor at the bedside noticed the ventilator stopped delivering breaths. The medical doctor alleged that no alarm were generated. The rn tried to troubleshoot but was unable to determine why the ventilator had stopped delivering breaths. The pt was removed from the ventilator and the pt was recovery ventilated with a bag valve mask. Respiratory therapist (rt) was called. The rt changed out the ventilator in question. The ventilator was sequestered for further review. Pt remained stable and no harm to pt."

Manufacturer narrative:
After the event the device was evaluated on site by a drager service technician. Test runs and a complete check in correspondence to the drager test certificate was performed. The device was found to be fully functional and to meet specification. The device log was captured and made available for analysis by manufacturer. The log analysis shows one episode which likely represents the reported event. On (B)(6) 2013 at 6:48 am the function "o2 enrichment" was activated, which is intended to prepare the pt for suctioning. During this procedure for up to 3min 100% o2 is administered. After disconnection for suctioning only a little air flow is active which is needed to recognize reconnection of hoses. Some of the ventilator alarms are suppressed during this time. After reconnection of hoses ventilation continues with the previous settings, but again with 100% o2 for 2 min. This procedure is described in the IFU. Thereafter at 6:52am the evita was switched to standby-mode. Standby-mode has to be selected and confirmed by users, no ventilation or alarm is active. Within the next minute the device was switched to active mode again and a similar episode with o2-enrichment repeated. Alarms for airway pressure and tidal volume were posted. It is assumed that the alarms can be attributed to use of the inline suctioning system. Again the device was switched to standby. No device failure identified.